Event description:
During the index procedure, two endeavor sprint drug eluting stents were used to treat a lesion in the lad. Stent implantation was successful; however, an angiographic complication of plaque prolapse occurred during the index procedure which was resolved with balloon inflation. The patient was discharged the following day.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).